Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that during her trial she read the printed ¿pre and post-test¿ verify instructions she received from the healthcare provider (hcp) and it told her ¿not to bend¿ to ensure lead wires weren't jeopardized. The patient reported that in an effort not to bend the patient pushed herself straight up out of the chair with her arms and then her arms were really sore and she found out a week later that she had torn her rotator cuff in her shoulder in the process. The patient reported that it required terrible shoulder surgery and then 8 months of therapy and after she was released from that by her therapist she was assigned 6 months of exercise for her shoulder and arm. The patient reported that the trial instructions that told her not to bend should have been more specific and say something like ¿do not bend to the floor or bend over¿ because she ended up injuring herself because she was trying so hard not to bend in such a way when she realized that it was probably just meant don't bend over. The patient reported that she could not find any ¿medtronic¿ name printed on the list of instructions and thought the hcp may have printed them out for her.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.